Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug eluting stent (des), the stent balloon ruptured. The lesion being treated in the left anterior descending (lad) artery had severe stenosis. After deploying the stent at 10 atm, the stent balloon was retracted to the stent junction. After the balloon was expanded to 16 atm the stent balloon ruptured, resulting in a vascular perforation. The condition did not worsen after continuous balloon pressurization. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion being treated was mildly calcified with a mild <90° curvature, severe 80% stenosis and was located in the left anterior descending (lad) artery. The device was inspected before use with no issues noted. Negative prep/purging was performed on the device prior to use with no issues noted. The lesion was pre-dilated. Resistance was not noted while advancing the device to the lesion. The device did not pass through a previously deployed stent. There was a previously deployed stent, and the resolute integrity stent balloon was being used in the overlap of the first and second deployed stents. The balloon was inflated twice. The device was not moved or repositioned in the lesion while inflated. The balloon was removed from the patient by withdrawal through the guiding catheter. Intervention was not required to remove the balloon from the patient. The stent was successfully implanted, and no additional intervention was required to deploy the stent. The perforation was treated by using a 2.5x15mm pre-dilation balloon inflated to 8 atm, to block the perforation site, with continued pressurization for 30-40 minutes to occlude the perforation. The patient's condition improved, and they were discharged from the hospital. Patient weight provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the previously placed first stent was a 3.0 x 30mm resolute integrity des which was not damaged as a result of the balloon burst. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.